Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. Investigation on the device found issues with the piezo being distorted. The piezo will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump's alarm was too quiet. This issue was observed when the nurse was setting up the pump. The pump was tested and the issue was verified. There was no patient injury or medical intervention.